Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5 and h6 (device).

Event description:
The c-clip was left inside the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal c shaped ring that is used to secure the thread in portion to the plus 4/10d liner trial came loose. This was discovered on (B)(6) 2021 when the surgeon was reviewing the x-rays of the case. The capture device can be seen on x-ray in the patients soft tissue. No one was aware that the capture device came loose during the case.